Manufacturer narrative:
Additional information added to h6 and h10 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a retention sample from the involved batch was inspected and was within specification, including testing of the male luer connection and dimensional verification of the component. Based on the additional information provided by the customer, the customer connected the priming accessory between the patient catheter and the luer lock of the access line. This type of connection is a user error and an off-label use. The disconnection took place between the luer lock of the access line and the priming accessory. The user instruction instructs the user that the access line of the set must be directly connected to the patient catheter (i.e. Without any device between the access line and the catheter) via the male luer connector of the access line. The use of additional devices, such as three-way valves, stopcocks, or extension lines, may impair pressure monitoring. The cause is a use error in the connection of the access line. . Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex st 150 set, the arterial line was found to be disconnected from the femoral catheter, causing air to enter the set. There was no patient injury or medical intervention associated with this event. No additional information is available..